Event description:
It was reported that the core impaction drill overheated during a procedure. The procedure. The procedure was completed with the same device without any clinically significant delay; no adverse event was associated with the device.

Manufacturer narrative:
The device is available for eval, but has not yet been received. Add¿l info will be submitted once the device is received and the quality investigation is complete.